Event description:
It was reported that the customer experienced an intermittent elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer was using cold insulin to fill cartridges. Customer changed supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.